Event description:
Patient's wife reported that the patient came home from hospital after surgery on his knee and died the next day from a blood clot. The patient was wearing the tens device at the time he died. Wife stated by the time the ambulance arrived he had no pulse. Wife didn't know what kind of knee surgery the patient had. Says, she found out how he died from the funeral home. The patient's wife is not alleging that the tens stimulator caused any adverse reaction, just that he was wearing the tens stimulator at the time of death.

Manufacturer narrative:
Device is to be returned back to rs medical for evaluation. Currently awaiting the device return. Returned device evaluation results will be supplemented when available. Patient had a one month prescription for rs-tens plus dated (B)(6) 2010 for treatment of patient's knee. Tens stimulator was used reportedly one day (post hospital discharge after knee surgery) and patient was reportedly wearing the tens stimulator at time of death. Rs medical is attempting to obtain a death certificate. (B)(6). (B)(4).